Event description:
It was reported that an alarm, specifically an occlusion alarm, occurred almost daily between may 24, 2025, and june 16, 2025. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by administering a correction bolus via the pump. There was no need for third-party assistance. A cartridge change was performed resolving the occlusions.